Event description:
It was reported that pt experienced an iris burn during procedure and sutures were needed at the end of the case. Doctor reported no aspiration on phaco. Doctor replaced phacoemulsification handpiece and performed prime/tune and system worked. Case was completed normally. Pt expected to recover fully.

Manufacturer narrative:
(B)(4). Evaluation summary: field service engineer (fse) visited site and verified proper system operation. Fse cleaned transducer/fluidics magnet, verified vacuum calibration and verified customers phacoemulsification handpieces. Fse found phaco handpiece (B)(4) failed impedance (2.657). Handpiece was clogged. Results: (clogged handpiece).